Manufacturer narrative:
Internal components were evaluated and extensive corrosion was discovered within the motor assembly, rotor assembly, and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
It was reported that the micro reciprocating saw heated up during testing. There was no patient involvement, and there were no user injuries or adverse consequences.